Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging in and out of the hospital 7 times due to unexplained chest pain. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged in and out of the hospital 7 times due to unexplained chest pain. This notification was reviewed by the pms clinical expert due to the patient reporting chest pain requiring hospitalizations. The device may have caused or contributed to the reported event. The patient reported being in and out of the hospital 7 times for the chest pain. Ina gfe response, he stated the device he is currently using is 15 years old and he cleans the device with soap and water weekly. He stopped using the device on his own over a year ago on his own. He stated he has been seen by a lung doctor for the chest pain who and said it was because of the lack of oxygen. The patient received medical treatment but did not state what the treatment was. He did not know exactly when the chest pain occurred. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.